Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee manipulation and arthroscopic debridement due to stiffness, pain, arthrofibrosis, and debridement. The surgeon reported audible tearing with hyper-extension of the knee. He noted an arthroscope was inserted and a large hemarthrosis was removed. He indicated he recreated the gutter and peeled off soft tissues that had cinched down to the proximal tibia. The surgeon reported no complications to the procedure.¿ doe: (B)(6) 2018 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional previous reports against the provided product code/lot code combination. Based on the inability to find any additional reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Any follow-up for additional event information will be conducted by the legal group without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Medical records were reviewed (13-nov-2019). From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. See attached medical record review for further information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.